Manufacturer narrative:
The reported field event of a rf telemetry anomaly was confirmed. The device was above elective replacement indicator (eri) when received. The memory registers in the device showed the cause of the rf telemetry issue was due to a firmware anomaly. The device's functionality was bench tested; inductive telemetry, pacing, sensing, impedance, high voltage (hv) output, hv shock, and patient notifier were tested on the bench and no anomalies were detected.

Event description:
During an implant procedure, the device was unable to be interrogated using rf telemetry. The device was not implanted and was exchanged to resolve the event. The patient was stable and will continue to be monitored.